Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016 at 5:30pm when he obtained a blood glucose result of 260mg/dl which he felt was elevated compared to how he was feeling and/or his usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he usually manages his diabetes using insulin (self-adjuster) and reportedly took 7 units of humalog insulin around 7pm due to this reading. After taking the insulin the patient claimed experiencing symptoms of "feeling sweaty, shaky and confused" (associated with hypoglycemia). The patient took another reading of 66mg/dl at 7:41pm. It is unclear if the patient received any form of medical intervention in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr was able to confirm that the meter was set with the correct unit of measure, a control test had not been manually selected and the test strips being used had been stored correctly and within expiry. The patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.